Event description:
The facility nurse reported a complaint regarding a flogard device that displayed a failure code f33 during patient use. The failure resulted in an interruption of patient therapy. The customer stated that a solution of normal saline with magnesium was being infused on a (B) (4) female patient. The patient's (B) (6) pounds and she was being treated for dehydration. Soon after the start of the infusion, the pump alarmed with a failure code f33 and therapy was interrupted. The patient was switched to a different device and therapy was continued without incident. The patient did not suffer any adverse effects and medical intervention was not needed. Baxter advised the customer to take the pump out of service and return it to baxter. Additional information was not available.

Manufacturer narrative:
(B) (4)the return of the device is still being arranged with the customer. The device has not yet been received for evaluation. Should the pump be recieved for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.